Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported by the sales rep that the patient is still breaking out from the electrodes. Left on for 3 hours. Saw bump. Itchy. Alcohol & hydrocortizone. Just the 63b electrodes. Patient will call doctor and will try to treat for 1hr in the morning and 1hr at night. Stated her neck does feel better after she treats. Will call back with update after she speaks to her doctor. It was reported by the patient that she spoke with her doctor and was told to stop wearing the unit. He saw how it was irritating her skin. No additional patient consequences have been reported. The 63b electrodes were not returned for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient breaking out from the 63b electrodes. The patient left the electrodes on for three hours the patient developed bumps and the skin was itchy. The patient applied alcohol an hydrocortisone to the skin. The patient will call doctor and will try to treat for 1hr in the morning and 1hr at night. The patient says that her neck does feel better after she treats. She will call us back with update after she speaks to her doctor. It was later reported that the patient spoke with her doctor and was told to stop wearing the unit. He saw how it was irritating her skin. The patient will be returning the unit.